Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they replaced the batteries and the insulin pump does not turn on anymore. Customer stated that the battery cap on the insulin pump was lost. Customer's blood glucose reading at the time of the call was 543 mg/dl and will be treating. No further information reported.